Manufacturer narrative:
The lot number was not provided, therefore the device history record could not be reviewed. The complaint sample was not available for evaluation, therefore an exact root cause could not be determined. Per historical testing, this glove passed the requirements of the primary skin irritation test per the technical service report. The protexis pi micro gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of an individual experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. Although no trends for this issue were noted during the last twelve months, we will continue to monitor complaints for any unfavorable trends.

Event description:
Nurse experienced irritation to dorsum of both hands-itchy and sore. Blistering to fingers and around nail beds. Irritation to wrists and forearms. She was seen by a gp who prescribed several different creams. She was also seen by occupational health and is awaiting a dermatology appointment and allergy testing.